Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and verified the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The distributor contacted physio-control to report that their customer's device had illuminated its service led and had logged an event code. The device would show an abnormal energy message after providing defibrillation shocks. Upon initial evaluation, physio-control observed that the device would only deliver monophasic defibrillation shocks, instead of biphasic shocks. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the customer's device and the cause of the reported issue was determined to be due to electrically shorted legs 1, 13 and 16 of integrated circuit, designator u1, on the analog pcb assembly. The customer was provided with a replacement device.

Event description:
The distributor contacted physio-control to report that their customer's device had illuminated its service led and had logged an event code. The device would show an abnormal energy message after providing defibrillation shocks. Upon initial evaluation, physio-control observed that the device would only deliver monophasic defibrillation shocks, instead of biphasic shocks. There was no patient use associated with the reported event.